Event description:
Head change due to poly wear in an s-rom cup. Changed liner and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A review of the packaging insert, q4309 rev e, indicated the following: howmedica osteonics corp. Strongly advises against the use of another manufacturer¿s tapered femoral stem or acetabular component with any howmedica osteonics femoral bearing head component. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant. Based on the provided information it has been determined that this event is associated with an off-label application. No further evaluation is required.

Event description:
Head change due to poly wear in an s-rom cup. Changed liner and head.